Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: observed two openings assessed as surgical damage. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Patient additionally reported "both implants were damaged but the left was worse," and "pain." Healthcare professional later reported "rupture," and "capsular contracture baker grade IV." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "...having issues with her left breast implant and has been in for a number of scans, there is a fear the implant will rupture..." Subsequently, patient has advise implant has ruptured. Diagnosed by ultrasound. Device remains implanted. This relates to the left side.